Event description:
It was reported the device reached elective replacement indicator (eri) in less than two years and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 1258t competitor implantable pacing lead (B)(6) 2011; 4244 competitor implantable pacing lead (B)(6) 1998. (B)(4).